Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Investigation summary: investigation summary: customer returned (17) 3/10cc, 8mm, 31g relion syringes (7 loose, 10 in sealed poly bags) with part of the shelf carton from lot # 7107876. Customer states that there was a ring of corrosion on the needle that appeared to be rust. All returned syringes were examined visually and under the microscope and no rust or any other foreign matter was observed on any of the samples. As per manufacturing, a review of the device history record was completed for batch# 7107876. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications [(B)(4)] noted that did not pertain to the complaint based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that foreign matter was observed in the bd¿ relion® insulin syringe. Found before use. No serious injury or medical intervention noted.